Event description:
Depuy mitek rec'd a letter from an atty which stated that his client underwent knee surgery in 2005, to repair a small medial tear. Nine months later, the pt returned to the surgeon to have an MRI, because of continued pain. It was determined that a depuy mitek rapidloc meniscal repair device remained in the pt's knee. The following month, the pt had a second surgery when it was discovered a 3mm x 1.5 chondral injury was discovered to the pt's knee which is being attributed to the mitek rapidloc device. No other info is available at this time.

Manufacturer narrative:
The prod is not available for eval and the batch #(s) have not been provided to determine if there were any internal processing issues, which could have contributed to the nature of the prod complaint. Depuy mitek is in the process of obtaining more info about the event. When and if add'l info is rec'd it will be reflected in a f/u report.